Event description:
Senseonics was made aware of an incident where user reported visiting the hospital due to feeling unwell and was diagnosed with the flu. The event occurred on 24-dec-2025. At the time of the call, the user reported feeling better.the event was not related to diabetes or glucose measurements.per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported visiting the hospital due to feeling unwell and was diagnosed with the flu. The event occurred on 24-dec-2025. At the time of the call, the user reported feeling better.the event was not related to diabetes or glucose measurements.per dms, the user is currently using the system with up-to-date information.